Event description:
It was reported that the spinal cord stimulation (scs) patient received minimal relief from the scs device. The patient underwent a procedure where the scs system was explanted. There were no reported complications post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070059; brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7070448; brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7070429; brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070016.

Event description:
It was reported that that the spinal cord stimulation (scs) patient received minimal relief from the scs device. The patient underwent a procedure where the scs system was explanted. There were no reported complications post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: (B)(4) model: sc-2352-70 serial: (B)(6) batch: 7070059 brand name: linear 3-6 upn: (B)(4) model: sc-2366-50 serial: (B)(6) batch: 7070448 brand name: linear 3-6 upn: (B)(4) model: sc-2366-50 serial: (B)(6) batch: 7070429 brand name: linear 3-4 upn: (B)(4) model: sc-2352-70 serial: (B)(6) batch: 7070016 the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The leads were disposed of by the hospital.